Manufacturer narrative:
Date of event is estimated. Patient weight: unknown.

Event description:
It was reported that the patient experienced a staph infection. As a result, the patient underwent surgical intervention wherein the scs system was explanted in (B)(6) 2023 to address the issue. Exact date is unknown.

Manufacturer narrative:
A patient experienced a staph infection was reported to abbott. The patient underwent surgical intervention wherein the scs system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.